Event description:
It was reported episodes of non-sustained rv oversensing was observed via merlin.net transmission. Further review of the episodes noted loss of capture and decreased sensing. Micro-dislodgement was suspected; unable to confirm via fluoroscopy. The lead was repositioned with no complications.

Manufacturer narrative:
(B)(4).